Event description:
A report was received that the patient had an inadequate stimulation coverage. Patient underwent a revision procedure wherein leads were added. The patient was doing well postoperatively.